Event description:
It was reported that multiple occlusion alarms occurred. The customer¿s blood glucose level was 400 mg/dl. A replacement pump was sent to the customer. Reportedly, the customer was using cold insulin which is considered off label insulin use per the tandem user guide, tandem technical support educated the customer on this.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.